Manufacturer narrative:
(B)(4). There is foreign material inside the lead body. This will not affect the functionality of the lead as all the conductor wires are individually insulated. Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis of the lead serial number vaojyr9 reveals functional test continuity acceptable with no shorts and dry. There was foreign material inside the lead body. This will not affect the functionality of the lead as all the conductor wires were individually insulated.

Event description:
It was reported during lead implant the healthcare provider noted blood inside the lead body, this was after pulling introducer out. Lead tests good, and caller noted he cleaned site and still sees blood. Discussed there were two layers of insulation and not opaque to see through lead body. Noted if any hesitancy to leave lead in place, they should replace. Otherwise the representative was confident it was unlikely for lead to be damaged. Unknown outcome. Call was intra-operative. Follow-up noted lead was replaced and recommended returning. Additional information reports the healthcare provider noticed blood inside sheath of lead and motor responses were less during second testing. Blood was in lead and some came out of bottom of lead where it was removed and stylet was reinserted. There was no patient death and no patient injury reported.